Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-08405.

Event description:
It was reported that during an affixus hip fracture nail case, the surgeon opened the box to the device, and discovered that the pouches were not sealed on two different nails. A third nail was opened and successfully used to complete the procedure. No adverse events took place. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the boxes confirms that the packaging around the part was opened. Inspection of the seals shows that they were intact at some point. Both packages were opened and in its current condition when returned to manufacturer. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to a manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.